Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was priming and had rainbow effect on the screen. Customer stated that drive support cap was normal. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer reported that they had contacted their health care professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer did not allege insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.